Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through social media that their device ¿never worked for me¿ and was instead ¿only trouble.¿ it was noted the patient¿s device was ¿taken out.¿ no further event information was reported; no further complications were reported or anticipated.